Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in his right eye (od) on (b)(464) 2010. The patient reported has lost vision due to the development of a cataract. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Method: medical review. Results: per medical review - on the 48-month follow-up form, the patient provided a positive answer to the question about decrease of vision due to a cataract development/cataract surgery following icl implantation in 2010. Multiple attempts have been made in order to conduct more information. Initially obtained information is insufficient to determine the causality between icl and cataract. It should be noted that literature reports that 6-7% of patients develop a cataract following icl implantation but only in 1-2% progress to clinically significant, especially in high myopes and older patients. The reassessment will be performed when/if additional information is received. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4) - cataract, induced; vision, loss. Device evaluated by manufacturer? No. Lens implanted. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).